Event description:
It was reported to boston scientific corporation that a one step button initial placement button gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the physician unintentionally pulled the one step button through the abdominal wall. The physician stated the tapering at the end, where the button is located is too short. The patient was sent to surgery to repair hole created in abdomen. The procedure was not completed due to this event. It is unknown if the patient has received another device. The patient's condition was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - unintentional removal of one step button during placement. Surgery to repair hole in abdomen. (B)(4) for the reported event of one step button pulled through stomach. The complainant indicated that the device will not be returned for evaluation as it was disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.